Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). A review of the device's service details provided by mallinckrodt's distributor revealed that there was physical damage to pin 5 of the device's injector module receptacle cable. Subsequent review of the provided service log identified that a low no alarm with zero injector module flow occurred while located at a device operator's facility. The root cause for the low no alarm was likely due to the damaged im receptacle cable pin. Mallinckrodt issued a recommendation that the distributor replace the device's injector module receptacle cable as a result of this finding. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
While performing service on an inomax dsir for an unrelated issue, mallinckrodt's distributor observed that pin 5 of the device's injector module (im) receptacle cable was damaged. Upon notification of the damaged pin 5, mallinckrodt requested that the device's service log be provided for review. Review of the device's service log by mallinckrodt identified that a low no alarm occurred with zero im flow. According to the distributor, the device was located at a customer in (B)(6) at the time the low no alarm with zero im flow occurred. Together, these findings meet the criteria of a reportable malfunction. There was no reported complaint for physical damage to the im receptacle cable.